Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient consequence as you answered "yes" for potential adverse event? By clip "does not bite," do you mean clip did not close when fired? Was this single use device reused as you answered "unknown" for this question on synergy form? How was case completed?

Manufacturer narrative:
(B)(4).additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip does not bite. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.